Event description:
It was reported that within two weeks of implant, the left ventricular lead had dislodged and had no capture. A chest x-ray confirmed the dislodgement. The lead was repositioned and remains in use. The patient is a participant in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).